Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product confirmed that the distal articular surface exhibits damage (nicked gouged), the locking features are damaged, and the post feature has been fractured off. Fracture analysis was performed on the fractured implant and found that there is possible evidence of impingement damage and delamination. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: some bone loss, instability, defect in the medial tibial plateau, broken articular surface. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible early loosening of the anterior femoral component and possible prominence of a pin along the central tibial component medially which is not seen on the postop images and is of uncertain etiology. Root cause was unable to be determined. Reported event was confirmed by evaluation of returned device and review of medical records and radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure. Subsequently, approximately eight (8) years post-implantation, the patient presented with multidirectional instability. During the revision surgery, it was found that the posterior stabilizing pin had been fractured by the articular surface. All components were removed and replaced with a competitor knee system without reported complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: biomet cc cruciate tray 87mm: catalog#: 141237, lot#: j3712684; van ps clsd intlk fem-lt 75: catalog#: 183234, lot#: 544280; palacos r+g 1x60: catalog#: 66017772, lot#: 80200090. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.